Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged that only left side casters will lock into brake when activating the brake from the left side. The right side will attempt to lock but the caster wheels will still rotate and the same can be said when applying the brakes from the right side. The account has replaced all four casters, the linkage bars and the rods but the issue remains. The only thing that the account has not replaced are the pedal weldments which he stated the edges are not rounded down.